Event description:
The core universal driver was sent for evaluation due to overheating during a procedure. An alternate device was used to complete the procedure; no adverse event was associated with the device.